Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient experienced a capsule tear and a vitrectomy was performed during intraocular surgery with an intraocular lens, model zlb00. The surgeon indicated that there was a patient complication and had nothing to do with the lens. No further information was provided.

Manufacturer narrative:
Since it was confirmed the event was not related to product quality issue with the lens, lens design or manufacturing, only the label review was conducted. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. All pertinent information available to abbott medical optics has been submitted.